Event description:
Customer reported the alarm sounds intermittently and that it was discovered during set up. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue. Evaluation revealed when tested the unit did not power up with batteries, but powers up with an alternate power source. However, when retested the unit powers on and off on its own. There is battery leakage on the battery door and the rj-11 receptacle pins are corroded. Also, the case is cracked where the speaker is and the warning label is torn. (B)(4).